Manufacturer narrative:
H3: no conclusion can be drawn, as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intraventricular hematoma evacuation procedure the drill bit shaft fractured and the burr tip broke off into the cranial cavity. It was subsequently retrieved. The procedure continued after replacing bur with a new drill bit. There was delay of 20 minutes. There was no patient injury.